Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel coarse error and had issues with the top and bottom case. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, bottom case by l-bracket, and the alternating current (ac) cord clamp were cracked, the top case on the left corner was cracked. A review of the event history log identified travel reverse error - check clutch/plunger lever. During the functional testing the reported issue was unable to be duplicated. Visual inspection confirmed physical damage to the top and bottom cases. The root cause customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion and physical damage due to impact. Replaced top case and bottom case. Replaced lead screw, clutch spring and both clutch halves as a preventative measure. Performed preventative maintenance and all functional tests which passed.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.